Event description:
Hcg initial result of 2.93 mlu/ml, repeat of same sample result was <0.5 mlu/ml. No information was provided in regards to treatment of patient. The field service representative performed check tests on the analyzer and did not indicate if problem could be duplicated.